Event description:
The customer called for help with her new contour meter. She performed 2 control tests and received results of 278 and 240 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.